Manufacturer narrative:
A product was not returned for analysis. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the intraocular lens (iol) implant procedure, utmost care was taken during loading of the lens, however, the showed a deep scratch far out at the edge of the lens. The decision was made to leave the lens implanted in the patient¿s eye. There are two medical device reports associated with this complaint. This is 2 of 3. Additional information was received indicating that the patient did not have any follow-up with the facility.